Event description:
Used the product by med-tex called blood pressure cuff barrier. This product is to prevent contamination of cuff. It was noted after procedure that the cuff was bloody with seep through blood contamination. Called med-tex at 877-772-8378 from their web site at www.med-tex.com. They were very defensive and would not provide rptr with 510k for this product or any info on material used and permeability studies.